Event description:
Surgeon performed right ureteroscopy, holmium laser lithotripsy, right stone basket extraction, right ureteral stent placement and complex foley catheter placement for a large right ureteral stone. The product malfunction was during the complex foley catheter placement. The surgeon requested a 20 fr council tip catheter which was supplied. Upon placing the balloon failed and upon removing from patient it was determined that it had a very tiny pin hole in it. A second 20 fr council tip was supplied and when placed the balloon would not inflate. I personally looked at packaging and noticed both were from same lot so I retrieved a third 20 fr council tip catheter for surgeon from a different lot which was placed and balloon inflated properly. All 20 fr council tip catheters in the lot that had issue were pulled from shelf. Reference report: mw5144815.